Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma, capsular contracture (baker grade 2-3), adenopathy, and alcl diagnosis after biopsy. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare provider reported seroma, capsular contracture baker grade 2-3, periprosthetic effusion, adenopathy, suspicion of rupture, edema, pain, and alcl diagnosis after biopsy. Alk- confirmed. Patient reported cough, which is deemed not related to the device. This record is for the right side. Device and has been explanted.